Manufacturer narrative:
Correction: adverse event and/or product problem. Describe event or problem.

Event description:
The following was reported to gore: the gore® viabahn® endoprosthesis was placed in the sma as a snorkel. When the doctor began pulling the deployment line the device opened approximately 1/2 and stopped opening. The distal end of the device had opened but the proximal end never opened. The doctor advanced the sheath over the device and attempted to remove the device. The attempt moved the device into the subclavian artery where the device was eventually pulled from the patient. Another gore® viabahn® endoprosthesis was successfully used to complete the treatment. The doctor closed the artery in the normal fashion with no serious injury to the patient.

Manufacturer narrative:
Corrected date: describe event or problem.

Event description:
The following was reported to gore: the gore® viabahn® endoprosthesis was placed in the superior mesenteric artery (sma) as a snorkel. When the doctor began pulling the deployment line the device opened approximately 1/2 and stopped opening. It is believed that the deployment line broke during this time. The distal end of the device had opened but the proximal end never opened. The doctor advanced the sheath over the device and attempted to remove the device. The attempt moved the device into the subclavian artery where the device was eventually pulled from the patient. Another gore® viabahn® endoprosthesis was successfully used to complete the treatment. The doctor closed the artery in the normal fashion with no serious injury to the patient.

Manufacturer narrative:
Additional manufacturer narrative & corrected data: g4: date received by manufacturer (mm/dd/yyyy).

Manufacturer narrative:
Corrected data: h1 - type of reportable event.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. Examination of the returned device revealed the following: the endoprosthesis was returned with sutures attached to the contoured end of the endoprosthesis; the sutures were not evaluated as they are not a gore device; a part of the deployment line was stuck to the endoprosthesis 6 cm from the straight cut end of the endoprosthesis with single fibers coming off of the deployment line that measured 1 and 14 cm; the endoprosthesis was fully expanded with the contoured end of the endoprosthesis compressed and damaged possibly due to the sutures. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the gore® viabahn® endoprosthesis was placed in the sma as a snorkel. When the doctor began pulling the deployment line the device opened approximately 1/2 and stopped opening. The distal end of the device had opened but the proximal end never opened. The doctor advanced the sheath over the device and attempted to remove the device. The attempt moved the device into the subclavian artery where the device was eventually pulled from the patient. The doctor surgically repaired the artery.